Event description:
Follow up information identified the patient underwent surgical intervnetion on (B)(6) 2018 where the ipg was removed and replaced. Therapy has been resumed postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external device after the patient underwent placement of a pacemaker on (B)(6)2018. Troubleshooting was unable to resolve the issue. It was confirmed the device was not placed into surgery mode and displayed the service application error code. Surgical intervention may be pending to address the issue.